Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), embedded device ('embedded in the left side of the endometrial cavity is an essure device') and fallopian tube perforation ('left tube perforation with essure') in a female patient who had essure (batch no. 919034, 259822) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, bloating, menstrual cramps, migraine, chronic maxillary sinusitis, appendectomy, nasal operation and uterine leiomyoma. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), genital haemorrhage ("abnormal bleeding"), vaginal infection ("vaginal infection "), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), uterine disorder ("uterine problems"), cystitis ("bladder infection ") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy (bi-s) and robotic assisted total laparoscopic hysterectomy si). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, fallopian tube perforation and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, vaginal infection, vaginal discharge, bladder disorder, uterine disorder, cystitis and urinary tract infection had resolved. The reporter considered bladder disorder, cystitis, embedded device, fallopian tube perforation, genital haemorrhage, pelvic pain, psychological trauma, urinary tract infection, uterine disorder, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: right: 3 coils. The left tube was again attempted using the second essure coil. With approximately 10 minutes of steady pressure, the black pass mark still remained approximately 1 cm from the tubal ostia. At this time I felt that I could not advance the essure device further into the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: successful obstruction of fallopian tubes by essure devices. Normal appearing uterus. Lot number: 259822. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, fallopian tube perforation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Reporter information, patient middle name, dob, medical history, product lot number, rcc, event: embedded in the left side of the endometrial cavity is an essure device, left tube perforation with essure added. Lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), embedded device ('embedded in the left side of the endometrial cavity is an essure device') and fallopian tube perforation ('left tube perforation with essure') in a female patient who had essure (batch no. 259822-inv, 919034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, bloating, menstrual cramps, migraine, chronic maxillary sinusitis, appendectomy, nasal operation and uterine leiomyoma. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), genital haemorrhage ("abnormal bleeding"), vaginal infection ("vaginal infection "), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), uterine disorder ("uterine problems"), cystitis ("bladder infection ") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy (bi-s) and robotic assisted total laparoscopic hysterectomy si). Essure was removed on (B)(6)2018. At the time of the report, the embedded device, fallopian tube perforation and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, vaginal infection, vaginal discharge, bladder disorder, uterine disorder, cystitis and urinary tract infection had resolved. The reporter considered bladder disorder, cystitis, embedded device, fallopian tube perforation, genital haemorrhage, pelvic pain, psychological trauma, urinary tract infection, uterine disorder, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: right: 3 coils. The left tube was again attempted using the second essure coil. With approximately 10 minutes of steady pressure, the black pass mark still remained approximately 1 cm from the tubal ostia. At this time I felt that I could not advance the essure device further into the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: successful obstruction of fallopian tubes by essure devices. Normal appearing uterus.. Lot number reported (259822) is invalid. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device, fallopian tube perforation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on(B)(6)2021: update of information (batch is not valid). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation ') in a female patient who had essure (batch no. 919034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), genital haemorrhage ("abnormal bleeding"), vaginal infection ("vaginal infection "), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), uterine disorder ("uterine problems"), cystitis ("bladder infection ") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy (bi-s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal infection, vaginal discharge, bladder disorder, uterine disorder, cystitis and urinary tract infection had resolved and the psychological trauma outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract infection, uterine disorder, uterine perforation, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation ') in a female patient who had essure (batch no. 919034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female"), genital haemorrhage ("abnormal bleeding"), vaginal infection ("vaginal infection "), vaginal discharge ("vaginal discharge"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), uterine disorder ("uterine problems"), cystitis ("bladder infection ") and urinary tract infection ("uti"). The patient was treated with surgery (hysterectomy + bilateral salpingectomy (bi-s)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal infection, vaginal discharge, bladder disorder, uterine disorder, cystitis and urinary tract infection had resolved and the psychological trauma outcome was unknown. The reporter considered bladder disorder, cystitis, genital haemorrhage, pelvic pain, psychological trauma, urinary tract infection, uterine disorder, uterine perforation, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: yes. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: case become incident. Event pelvic pain uterine perforation abnormal bleeding psych injury, bladder problems uterine problems uti bladder infection vaginal discharge vaginal infection added. Lot number added. Outcome also added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.